Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Patient was having their implantable cardioverter defibrillator pocket drained due to infection. The underlying cause of the infection was unknown. Patient presented in clinic for follow-up on (B)(6) 2017 and everything was noted to be fine. No further information was reported.